Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
According to sorin crm USA, inc., this lead dislodged approximately 30 minutes after this patient left the operating room. She was returned to the or in order to reposition the lead and the stylet would not advance through the lead, so it was explanted and replaced. Should additional information be received, this file will be updated.